Event description:
The customer reported that the battery charge of the pump dropped 40% rapidly, leading to an unexpected shutdown. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information on resetting the pump and agreed to replace the device. The customer was instructed to continue using the current pump and was guided on returning the malfunctioning pump with a pre-paid label, acknowledging the instructions.